Event description:
The customer complained of a discrepant patient inr result between coaguchek xs meter (B)(4) compared to a lab using an unknown reagent. At 4:00 pm, the customer tested the patient by fingerstick on the meter and the result was 8.0 inr. The patient immediately had a lab test and the result was 5.73 inr. The patient has a therapeutic range of 2.5-3.5 inr. Patient has no hematocrit issues, no antiphospholipid antibodies, no new medications, no change to warfarin dose, no diet changes, no additional illnesses and no symptoms of bleeding or bruising. There was no adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.